Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that following the initial implant, the left ventricle (lv) lead failed to capture and dislodged. The lead was explanted, and a new lead implant was attempted. The physician was unable to get good thresholds in a stable spot, and the lead dislodged. The lead was abandoned, and another lead implant was attempted. The third lead would not stay, and the lead was abandoned. No lv lead was implanted. No patient complications have been reported as a result of this event.